Event description:
It is reported that pt had a crowe type IV cdh. Dr performed primary total hip replacement bringing socket down to anatomical site with a 44 to 46mm socket. Subsequent to this, pt had recurrent instability and liner was revised to a 28mm liner with extended offset with crosslinked poly. Pt had another dislocation and severe pain. Hip was revised in 2004 and it was noted the polyethylene liner was fractured. Pt has history of dislocation although socket was in good position, for a complex tha.